Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6, h10. Visual examination of the provided pictures identified the bearing separated from the head. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm the event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subsequently, the patient was revised due to the disassociation of the dual mobility liner one (1) year post implantation due to a fall.

Manufacturer narrative:
(B)(4). D10: 110024462 g7 dual mobility liner 40mm d 66006305. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.